Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. The customer¿s blood glucose level was 7.4 mmol/l at the time of the incident. It was reported that the act button was sticking and playing up. It was also reported that the down button was not working correctly. There was no cracks or damage on the insulin pump. It was also indicated that the insulin pump had a frozen screen. There was no indication of the issue being resolved during the call. There was also no indication of the insulin pump returning for analysis.

Manufacturer narrative:
No frozen screen or button error alarm noted. Unit time/clock moved. Unit had intermittent buttons response due to flattened (creased) act button dome switch. No unlocked lcd keypad connector noted. No unexpected numbers ramping/scrolling during testing. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corners and stained address/serial number label.